Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient passed out and bumped their head while in the physician¿s office and was taken to the emergency room. A remote transmission of the device indicated the patient was in atrial fibrillation (af) and the atrial lead was undersensing during the atrial episodes. It was noted that the patient also had a rate drop response episode at the approximate time of the last detected atrial episode. A company representative was contacted to come in and adjust the sensitivity on the atrial lead. The atrial lead remains in use. It was further reported that there were indecipherable dual electrograms found on the remote pacemaker transmission. The device remains in use. No further patient complications have been reported as a result of this event.